Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The customer, contacted olympus technical assistance support (tac). The customer, informed tac of the event. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device image was dark. The issue was found, during a therapeutic colonoscopy. Which was completed with the same device. There were no reports of patient harm.